Event description:
Customer reported receiving a false positive result on (B)(6) 2022 using the cue covid-19 test for home and over the counter (otc) use (cartridge sn: (B)(4), lot: 25908c, reader sn: (B)(4). On (B)(6) 2022, customer tested negative with the ihealth antigen test and two repeat cue tests. On (B)(6) 2022, a third repeat cue test was performed and an additional negative result was received. The customer has no symptoms or known exposures.

Manufacturer narrative:
Cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive test and a member of the technical support group was able to perform data analysis. The investigation is still in process. Findings and the conclusion will be provided in a supplemental report after the investigation has been concluded.

Manufacturer narrative:
Investigation conclusion: the complaint history was reviewed and there were no similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.